Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needles or were returned for examination. Visual assessment of the device shows the needle is bent. The actuator is in its t2 post deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during meniscal repair, the first anchor deployed normally but when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and did not deploy the second anchor. No patient injury was reported.